Manufacturer narrative:
Name of the facility is (B)(6). The subject device was received and evaluated. Device evaluation found blurry image due to dirty/broken charge coupled device (ccd) lens. The image noted to be not clear due to broken image guide (ig) bundle. The customer reported issue of "image was out-of-focus and blurry" was confirmed. Furthermore, evaluation found foreign material from the distal-end, blocked biopsy channel was observed. This condition was attributed due to insufficient cleaning, handling problem issue. Additionally, the following defects were identified during device inspection: leakage (waterproof failure) observed due to pinhole at a rubber (bending section) and connecting tube. Connecting tube found with dents. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image was out-of-focus and blurry. The issue found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material from the distal-end, blocked biopsy channel was observed. This report is being submitted due to the finding of foreign material in the distal end, the biopsy channel was blocked (insufficient cleaning (handling problems) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the channel could not be identified and the root cause could not be determined, however, due to the observed leak from the a rubber, it is possible that reprocessing could not be done properly and the foreign matter could not be removed. The event can be prevented by following the instructions for use which state: ¿·reprocessing manual - cleaning, disinfection and sterilization procedures¿ ¿-precleaning¿ ¿preclean the endoscope at the bedside in the procedure room immediately following the procedure. These steps are to be performed when the light source and suction pump are turned on and still connected to the endoscope¿. ¿aspirate detergent solution¿ ¿manual cleaning - brushing the channel¿. Olympus will continue to monitor field performance for this device.